Manufacturer narrative:
Date of event estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2023-00892.it was reported the patient had not charged their device in over a year, as well as high impedance on a lead. Patient lost therapy. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. As well as new leads were implanted to cover existing painful areas. Effective stimulation was restored.